Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received no delivery alarm and has high blood glucose level. The customer's blood glucose reading was at least 400 mg/dl. The troubleshooting was declined for no delivery alarm. Reoccurring of no delivery alarms may be due to site, set or reservoir issues. The patient does use the serter device according to IFU instructions. Customer states the tubing is not bent or kinked. Customer states they do not want to troubleshoot for recurring alarms. The customer was treated with injection of insulin with a syringe for high blood glucose. The troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.